Manufacturer narrative:
The nk's employee (tsam) reported on behalf of the biomedical engineer (biomed) that the g7 monitor was giving erratic ECG readings, the nibp function would not always take a pressure, and the ibp values were not transferring to epic. They also reported that the alarms would go off very easily. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/18/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 05/20/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 06/08/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided.

Event description:
The nk's employee (tsam) reported on behalf of the biomedical engineer (biomed) that the g7 monitor was giving erratic ECG readings, the nibp function would not always take a pressure, and the ibp values were not transferring to epic. They also reported that the alarms would go off very easily. No patient harm was reported.